Manufacturer narrative:
Load cell. Cut power cord.

Event description:
It was reported by service report that the power cord was cut and the scale was not correct. No pt involvement or adverse consequences are reported.